Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed and the machine alarmed. Specifically, blood was seen in the fibers of the dialyzer. Test strips were not used. No damage was identified or other leaks. Estimated blood loss was 150cc's. The pt had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.